Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set had a hole in its tubing. The reporter stated that the "patient had to be re-stuck" and the product was deemed unusable. It was not reported if the patient was connected to the set at the time that this was noticed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.